Event description:
It was reported the ipg is inoperable. The pt has not charged in the last 4-6 months due to a previous knee replacement surgery. He failed to charge since the procedure. The ipg does not communicate with the pt programmer or charger. Follow-up identified the sjm representative is working with the pt regarding the next course of action.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.